Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer screen was acting very erratic. Despite calibration and a new light pen, the arrow displays about 0.5-1 inch away from where screen is touched. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer would not work with the stylus. After calibrating using a known good stylus, the stylus would align with the cursor on entire screen. Analysis also found the stylus connector was loose on the mpu (main processor unit) printed circuit board assembly. Corrosion was found inside of programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.